Manufacturer narrative:
Updated data: b5., b7., e., additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no misload was identified during loading. A procedural delay was noted to have occurred due to the valve needing to be removed and replaced with a new valve. Per the physician, there was nothing of note in terms of patient anatomy that contributed to the infold.

Event description:
It was reported that during the procedure involving the implant of a transcatheter bioprosthetic valve, upon the initial deployment attempt at the point of no recapture, an infold in the valve frame or frame under-expansion was observed via fluoroscopy. The valve was recaptured into the delivery catheter system (dcs) and withdrawn from the patient. A new valve was loaded into a new dcs and used for implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10. Product ID: d-evolutfx-2329; product, product type: 0195-heart valves; implant date: non-implantable device product ID: l-evolutfx-2329; product, product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.